Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, he noticed a corneal epithelium defect, which was treated with antibiotic ointment and resolved by postoperative day three. During the one month postoperative visit, the pt's intraocular pressure (iop) was increased, requiring the surgeon to cut sutures one and two of six. At that time, the surgeon also performed a needling procedure. During the two month postoperative visit, the iop was again noted to be increased; therefore, the pt was started on a beta blocker eye drop medication. From that point on, reported postoperative info indicated that the pt was stable. The shunt remains implanted. Additional info was requested.

Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Additional info was requested. (B)(4).